Manufacturer narrative:
(B)(4). The field service engineer (cse) troubleshot the system and found a problem with the footswitch. He replaced the footswitch. The exposure pedal of the footswitch, when used on the pedestal or when the footswitch is used on an anti-fatigue mat, can be bent downwards and the exposure would not be possible because pedal will touch the floor and the micro-switch would not activate. The footswitch was designed to be used on a solid surface. To be able to use the footswitch with an anti-fatigue mat a design change in the footswitch needs to take place. Philips is also working on the redesign of the pedal plate in the pedestal to prevent bending.

Event description:
Philips received a complaint from a customer that the customer repeatedly had problems concerning a bent foot switch. Due to the bent footswitch, it was not possible to start fluoroscopy.